Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pulmonary nodules. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, extreme hoarseness, loss of voice, frozen vocal cords, harm to respiratory system, cellular damage, dna damage, pulmonary nodules, respiratory injuries related to CPAP device's sound abatement foam. There is no report of the medical intervention that the patient has received at this time. The reported events and its reported severity were reviewed by the manufacture's clinical expert. These events are not assessable due to insufficient information related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 (clinical codes, type of investigation, investigation findings, investigation conclusions) updated in this report.